Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.00/+2.0/150 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens had an excessive vault and there was a refractive surprise. The surgeon plans to explant the lens but to date the lens remains implanted. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
The lens was explanted on (B)(6) 2016 and exchanged for a shorter lens with a different diopter on the same day. The problem was resolved. The patient's post-op uncorrected visual acuity was 20/40. Device evaluation?: no - lens was explanted but not returned. (B)(4).